Manufacturer narrative:
(B)(6). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the balloon on laparoscopic trocar broke. Anew one opened for use. The doctor removed plastic pieces from the patient laparoscopically. No patient harm. There is no information available if other therapies was used in the patient. No other device was used in the patient.